Event description:
The customer reported conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested polyester nasopharyngeal swab. The first ID now covid-19 test was performed on (B)(6) 2021. Repeat test was performed with ID now covid-19 generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1025736 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025736 and test base part number 190-430 / lot 1025736. . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025736 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is is sample interference or cross contamination.